Event description:
It was reported via implant card received by the manufacturer that the patient underwent vns generator replacement due to battery depletion and pain at the vns generator site. It was stated that the area was sensitive to palpation and that there wasn't any infection present. The explanted generator has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
Follow up revealed that the reported pain was due to migration of the vns generator. It was stated that the stimulator migrated due to unknown reasons as there was no trauma or patient manipulation. The physician stated that the surgical intervention was for the patient's comfort. The pre-operative diagnostics were within normal limits. The product was reported as not available for return.